Manufacturer narrative:
Clinical investigation: based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a hernia. In additional follow-up, the patient¿s pd nurse reported it has not been medically confirmed that the patient has a hernia. The nurse reported there were two different medical opinions by two surgeons whereby one indicted there is no hernia, and another stated there is a possible very small hernia (unknown location). The nurse confirmed the patient has not had medical intervention or exacerbations of the unconfirmed possible hernia. The nurse stated the patient has had a malfunctioning pd catheter (not a fresenius product) which was causing drain complications during pd treatment. It was reported the patient underwent pd catheter repositioning (B)(6) 2020. The patient reportedly still has some drain complications and is being monitored for possible ongoing pd catheter issue, per the nurse. The nurse adamantly reported the patient has not had any adverse effects from use of any fresenius device, or product. The nurse states the patient completed the pd treatment on (B)(6) 2020 without any adverse effects.